Manufacturer narrative:
One used unit was received for analysis. Visual examination of the returned device showed that the tubing was detached from the nozzle of the drip chamber. A review of the batch documentation, which includes device history records and inspection reports, revealed no discrepancies related to detached tubing from the ad-set assembly during the manufacturing process. A review of the manufacturing process revealed that the supplied ad-set assembly from the supplier goes through a visual inspection for detached and/or damaged components and a sampling pull test of 12 lbs during the incoming quality inspection. Cocnlusions - a corrective/preventative action has been sent to the supplier to obtain a root cause analysis.

Event description:
The infusion tube detached from the drip chamber nozzle. This failure was discovered during application at the ICU.